Event description:
It is reported that the pin fractured.

Manufacturer narrative:
Eval summary: patient details such as weight, build and activity level are unknown. No x-rays are returned, so the type of fracture is not known. It is unknown whether the technique followed correlated with the surgical technique. Package insert contains warnings of device breakage if full weight bearing is undertaken prior to firm bony union. Patient's post-up compliance is unknown. There is insufficient information to determine the root cause of the reported incident. Device history records indicate all components were manufactured and inspected to specification. As returned, the pin was broken at threaded portion. Sem analysis of the fracture surface of pin indicates that fracture occurred by fatigue. The device was in vivo for approximately 8 months.